Event description:
It was reported that during an arthroscopic surgery the implant fell out of the cartilage after it was implanted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the cannula flap was bent. Functional testing was performed, and the cannula flap repair sheath did not go through the cannula flap due to its bent condition. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force and/or misaligned insertion of the cannula flap repair sheath through the cannula flap during use.